Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. Upon eval, the belt failed the hi-pot test. The cause of the test failure is a defective u725 component on the pca board inside the distribution node (dn). The cause of the defective u725 is an improper output at pins 10, 11 and 12. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component. The last pt to use the electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi-pot test. The last pt to use this electrode belt did not report any deficiencies.